Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and weakness. The cause of the peritonitis was unknown; further described by the patient as possibly due to ¿something may have happened during a transfer by the rescue squad to the emergency room¿ (transfer due to other indications). Subsequently, reported as three days later, the patient experienced a fever and went to the pd clinic. The patient was admitted to the hospital and diagnosed with peritonitis. One week after being admitted, the patient was discharged from the hospital. On unreported date(s), the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported) and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.